Event description:
There was a loss of sound in the left ear approximately three weeks ago. There were no events or factors that could be linked to the change in hearing.

Manufacturer narrative:
Additional information: according to the information received from the field a definite root cause cannot be determined due to lack of information. To determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a loss of sound in the left ear approximately three weeks ago. There were no events or factors that could be linked to the change in hearing.